Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged the scs system for the last year (date unknown) and the charger indicates an ipg error. An sjm representative confirmed the ipg is inoperable. The physician ordered a CT scan and further imaging. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.